Event description:
A malfunction alarm occurred with the customer's insulin pump during pumping, leading to a failure to load a cartridge despite following proper loading techniques. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, instructed the customer on using multiple daily injections as a backup therapy to ensure continued insulin delivery, and provided guidance on putting the pump into storage mode for return. The customer was instructed to return the defective pump using a pre-paid label within 10 days.